Event description:
It was reported that the right ventricular (rv) lead was pulled back. Boston scientific technical services (ts) confirmed lead in septal position. This rv lead was explanted, and no new lead was implanted. No additional adverse patient effects were reported.